Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacrocolpopexy, cystoscopy and excision of periurethral durasphere due to sui, pelvic relaxation, cystocele and rectocele. It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, vaginal scarring, vaginal shrinkage and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and pelvicol and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.